Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt's stay safe connector. Pt was in fill one of four of treatment when the leak was noticed. Pt had no ill effects. Sample is available.

Manufacturer narrative:
The device was returned to the MFR for physical evaluation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.